Event description:
Procedure : unk. Reportedly, when the surgeon was removing the trocar, after the procedure was finished they noticed a piece was broken couldn't be located. This was in the pelvic region and the piece 1.5mm by .5mm.